Event description:
A caller reported experiencing a cartridge alarm 20 during the loading process, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reported similar alarms with this pump serial number, though they had consecutive cartridge alarms. The technical support team decided to replace the pump, which was still under warranty. The customer was instructed on how to put the current pump into storage mode and return it to tandem within ten days using a provided return box and pre-paid label, with no signature required upon delivery. The customer acknowledged having to input their pump settings and connect their cgm to the new pump. A replacement pump was sent to ensure insulin delivery continuity, and the customer planned to use multiple daily injections as backup therapy.